Manufacturer narrative:
Additional medical information was requested from the doctor''s office, however they did not wish to provide further details. The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself. The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. After the event, the doctor''s office performed the burn paper testing. Review of the burn paper showed proper pattern/coverage. According to fraxel laser systems operator manual (p009220-03 rev. A), blistering and burns are known possible patient reactions to fraxel treatment. A review of the manufacturing records showed all requirements were met. Review of burn paper showed proper pattern/coverage applied by the system. Based on all the available information, no causal factors can be determined

Event description:
A physician office representative confirmed the patient has completely healed without further need for treatment. Additional medical information was requested, but the office indicated they did not wish to provide further detail.

Manufacturer narrative:
Product has not been returned. Additional event information has been requested, but not received. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician office representative reported that the patient developed blisters on their temple post treatment. Additional event information has been requested, but not received.